Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2013-11778. It was reported the patient was receiving inadequate coverage due to lead migration. In turn, the patient stopped maintaining the ipg as recommended. As a result, the patient's ipg became inoperable. On (B)(6) 2013, the patient's scs system was explanted and will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.